Manufacturer narrative:
Hamilton medical ag comes to the conclusion: root cause: mainboard (buzzer) defective. Correction: replaced mainboard.

Event description:
The following was reported to hamilton medical ag: detailed complaint and failure description: buzzer defective & self test failed alarm.